Manufacturer narrative:
The ventilator was investigated on site and the reported error was reproduced. The expiratory channel printed circuit board (pcb) was replaced in accordance with the service manual but not returned for investigation. An evaluation of the device logs could confirm the reported issue indicating an internal voltage being lower than expected. The first occurrence of the described customer issue according to the device logs was on 2020-07-02. The date of event is updated accordingly. The device logs also show that the puc failed the internal leakage test, the pressure transducer test and the safety valve test. The safety valve did not close. The expiratory channel pcb contains electronics including microprocessor for handling of safety valve pull magnet control. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety valve is not in its predetermined state (closed). Appearance of this failure will be noticed by the user by generated high priority alarms and a technical error code. If present, the fault will be detected during pre-use check. Since no parts were received for investigation the root cause cannot be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient involvement. (B)(4).